Event description:
It has been reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed by moving the patient to another room which delayed the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was not possible. Analysis of the system log file showed x-ray generator error. During troubleshooting, the philips engineer confirmed that the fluoro was not working from foot or hand switch. The fse recalibrated tube adaptations. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.